Manufacturer narrative:
One medfusion pump was received with some contamination. The event history lo was reviewed and there was a force sensor test error. Start-up and inspection was conducted and the reported issue was able to be duplicated. The force would not come off zero when pressure was applied to the sensor. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The force sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error. The pump failed during patient use and the biomed tech was able to verify the reported issue. There was no reported adverse event.